Event description:
It was reported that during a hip surgery, the anchor deployed when removing the metal shaft of the anchor. The surgeon realized that the tip broke off from the anchor and that the piece could not be removed. The metal tip that was stuck in the bone could not be retrieved. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified the distal end of the self bunching 1.8 knotless hip fibertak®soft anchor had broken off and bent. No broken pieces from the shaft, implant, or sutures were returned. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. Dfu-0404-sub-eo rev 0-warning- to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage . If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.